Event description:
It was reported that the programmer experienced telemetry failure. Follow-up determined that the radiofrequency programmer head was changed out and the situation persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure and attributed it to the media processing unit ( mpu)/link electronic module (lem) board stand-offs being installed in the incorrect order which created a loose connection from the mpu to the lem printed circuit board (pcb) and therefore the lem pcb was re-seated and calibrated. Analysis also noted that the right side keyboard hinge would not lock in place and that the hard drive flex connector was not fully seated and therefore the keyboard was replaced, the connector was re-seated and the hard drive was reimaged.